Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. Minor scratched display window, cracked reservoir tube lip. The test ultra link meter communicates properly to pump.

Event description:
Customer reported the screen on the insulin pump was all scratched up and it will not receive her blood glucose readings from the meter. Customer's blood glucose was 190 mg/dl. The insulin pump was damaged: screen was scratched, belt clip lip broken, and battery cap was damaged. Customer was unaware how damage occured. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.